Manufacturer narrative:
Manufacturer ref# (b)(40 information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x37mm stent 12 mm dw tip enterprise vascular reconstruction device (enc453712, 8546185) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31557192) and could not advance any more. The doctor only retracted the stent alone, it was found that the stent was detached from the delivery wire in the microcatheter. The doctor removed the stent and microcatheter from the patient and switched a new stent and a new microcatheter (both were other brands) to complete the surgery. There was no patient injury reported. Additional event information received on 18-jul-20258 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was prolonged by five minutes; however, the delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x37mm stent 12 mm dw tip enterprise vascular reconstruction device (enc453712, 8546185) was impeded in proximal end of a prowler select plus 150/5cm microcatheter (606s255x, 31557192) and could not advance any more. The doctor only retracted the stent alone, it was found that the stent was detached from the delivery wire in the microcatheter. The doctor removed the stent and microcatheter from the patient and switched a new stent and a new microcatheter (both were other brands) to complete the surgery. There was no patient injury reported. Additional event information received on 18-jul-20258 indicated that the microcatheter did not kink/bent. There was no excessive force used with the devices. The procedure was prolonged by five minutes; however, the delay did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one kink was found at 54.3 cm of the proximal end of the microcatheter. No other damage was found. The microcatheter was flushed using a lab sample syringe, however, high resistance was met. A lab sample guidewire was introduced from the luer hub and attempted to be advanced; however, it could not pass from 13.0 cm. A dissection was made, and the shaft was found occluded with dried matter. A manufacturing record evaluation was performed for the finished device 31557192 number, and no non-conformances related to the malfunction were identified. The customer complaint is confirmed. The dried matter occlusion suggest that a sufficient saline flush was not maintained, since according to risk documentation, the inability to flush and/or insufficient saline flush can compromise the microcatheter's performance. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The kinked condition on the shaft was not originally reported. It is suggested that this damage could be the result of the handling post-procedure of the device, as it was stated that the microcatheter did not kink/bent; therefore, this condition is not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.